Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument did not work. The user completed the procedure using a backup synchroseal instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm synchroseal did not work at all. The instrument did not seal successfully during the procedure and no error occurred. There was no tissue ever cut that was not fully sealed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire(s).the instrument was found to have failed the hard grip force test. There are no loose cables at the proximal end to cause this failure. The instrument was found to have two of the housing snaps broken. The broken pieces were returned. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis.

Manufacturer narrative:
The reported 8mm synchroseal instrument was re-evaluated by engineering team and following additional information was obtained: initial findings about the failed continuity test were confirmed. The instrument failed continuity test between the top electrode and the white cable crimp at the proximal end. No visible breaks in the conductor wire were noted at the proximal end. The continuity passed between the metal end of the grip drive rod and white cable crimp. Intuitive surgical inc., (isi) advance failure analysis (afa) team provided further clarification on the hard grip force test(s) conducted for reported instrument: the initial finding of a failed hard grip force test could not be confirmed or replicated. The initial testing parameters were incorrect and provided an unconfirmed failure result.

Event description:
Refer to h11 for follow-up information.